Manufacturer narrative:
This is an initial report. According to the complaint report, the brake in the z axis as well as the brakes in the ab and c axes of leica m720 oh5 failed during installation. Further investigation is still being conducted by the manufacturer. Once the results or new information is obtained, a follow-up/final form FDA 3500a will be submitted.

Event description:
On (B)(6) 2012, leica microsystem received a complaint stating that the brake in the z axis as well as the brakes in the ab, and c axes of leica m720 oh5 failed during installation.